Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen rotating hinge knee femoral component cat#: 00588001501, lot#: 61511043, nexgen femoral augments cat#: 00599003510, lot#: 61643130, nexgen stem extension cat#: 00598801112, lot#: 60592147, nexgen femoral augments cat#: 00-5990-035-10, lot#: 60308860. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00506, 0001822565-2018-00507, 0001822565 - 2018 - 00508, 0001822565-2018-00509. Product location is unknown.

Event description:
It was reported that the patient was revised eight years after knee arthroplasty due to femoral cone fracture and disassociation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.